Manufacturer narrative:
This part is not approved for use in the us, however a like device with part# 9392507, 510k# k172199 and upn (B)(4) is available for the market. The device was not returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient was pre-operatively diagnosed with spine deformity, and underwent minimally invasive surgery (mis) - transforaminal lumbar interbody fusion (tlif) and pedicle fixation at l5-s1. During the surgery, the implant shattered on attempted insertion. The surgeon retrieved the implant and put in screws on the contralateral side for increased distraction. A new cage was inserted on the original side. Surgeon believes that all fragments were removed from the patient. A portion was drilled to be able to grasp the implant for removal. No patient complications were reported.

Manufacturer narrative:
Product analysis: visual and optical review confirmed the implant has broken into multiple pieces. It appears the implants material was overloaded during a sudden impact. This type of fracture is consistent with pressure being placed on the implant during a bending moment leading to the overload of the material. If information is provided in the future, a supplemental report will be issued.